Event description:
It was reported that the patient fell about two weeks ago. The patient started feeling withdrawal like symptoms about two weeks ago, but per the reporter it was unclear if the fall was the reason for her symptoms. The patient was on a fentanyl patch and oral percocet. The last pump refill was on (B)(6) 2014. When the pump volumes were checked, the actual residual volume (20 ml) was greater than the expected residual volume (3 ml). There were no stalls recorded in the pump logs. On (B)(6) 2014, they were programming the pump to minimum rate and filling it with saline while they figured out what to do next. The device system was delivering clonidine, bupivacaine, and morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).